Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the glucose monitor. Low bg cause was not known. Customer required assistance from spouse as customer was "incapacitated, passed out unconscious", "falling off toilet" resulting in "twisted knee and bruised foot". Customer consumed carbohydrates and "sugar tablets" to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.